Event description:
It was reported that during da vinci-assisted surgical procedure, csr contacted intuitive technical support engineer (tse) to report site had issue with scope recognition and was generating a warning message. Csr did not have any further details. Tse checked the logs that were not showing any error related to the endoscope. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The clinical sales rep became aware on may 5th. Procedure was a lar procedure with dr. Rubio. Procedure was completed with backup endoscope plus.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.